Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. A stent graft had been implanted in the thoracic aorta prior to the procedure, and a tag stent graft (tg3720/06267907) was implanted into the previously implanted stent graft. The patient tolerated the procedure, and no endoleak or other adverse events occurred to the patient after the procedure. On (B)(6) 2008, the patient was discharged of the hospital. On (B)(6) 2008, a one-month follow-up study revealed no endoleak or other adverse events to the patient. The aneurysm diameter shrunk to 58mm from 68mm which was measured prior to the procedure. Later in two more follow-up studies, no adverse events were shown to the patient, and the aneurysm diameter had been unchanged. On (B)(6) 2010, a two-year follow-up study revealed no adverse events present to the patient, but the aneurysm diameter increased to 60mm. On (B)(6) 2011, a three-year follow-up study revealed that the stent graft migrated distally (distance unknown) with aneurysm enlargement to 64mm. However, any endoleak was not revealed. The physician decided to take a wait-and-watch approach to the migration and aneurysm enlargement. Later in two more follow-up studies performed, aneurysm enlargement was not revealed, and the physician had continued to take a wait-and-watch approach to the events. The patient completed all of his five-year follow-up studies.

Manufacturer narrative:
Modified the event description with additional information. Corrected the patient's pre-existing conditions.

Event description:
On an unknown date, the patient was implanted with a self-made stent graft to treat a thoracic aortic aneurysm. After the procedure, a type iii endoleak with aneurysm enlargement was revealed, which may have been caused by damage of the graft material. On (B)(6) 2008, the patient was implanted with a gore tag thoracic endoprosthesis (tg3720/06267907) to treat the type iii endoleak. A delivery catheter was advanced through the left subclavian artery, and the stent graft was implanted within the self-made stent graft. The patient tolerated the procedure, and any endoleak and/or other adverse events did not occur to the patient after the procedure. On (B)(6) 2008, the patient was discharged of the hospital. On (B)(6) 2008, a one-month follow-up study revealed no endoleak or other adverse events to the patient. The aneurysm diameter had shrunk to 58mm from 68mm which was measured prior to the procedure. Later in two more follow-up studies, no adverse events had occurred to the patient, and the aneurysm diameter had been unchanged. On (B)(6) 2010, a two-year follow-up study revealed no adverse events present to the patient, but the aneurysm diameter had increased to be 60mm. On (B)(6) 2011, a three-year follow-up study revealed that the stent graft (tg3720/06267907) migrated distally (distance unknown) with aneurysm enlargement to be 64mm. However, any endoleak was not revealed. The physician decided to take a wait-and-watch approach to the migration and aneurysm enlargement. Later in two more follow-up studies performed, aneurysm size had been unchanged, and the wait-and-watch approach to the events had been continued. The patient completed all of his five-year follow-up studies. It was reported that the patient's proximal neck had been aneurysmal prior to the initial procedure, and the disease had progressed after the procedure, which may have caused the tag to migrate. It was also reported that the self-made stent graft had not been deployed so well, and the tag did not have a good apposition to the self-made stent graft, which could be another possibility of device migration.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.